Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of "mixed hemorrhoids", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the cheeks/ mid-face bilaterally with 4.55ml of harmonyca lidocaine. Approximately one month later, the patient received touch-up injections with 1.45ml of harmonyca lidocaine. The patient was pre-treated with topical compound lidocaine cream during both treatments. Approximately six months later, the patient experienced ¿acne on the right side of the chin.¿ no treatment was provided and the event is ongoing. Three and a half months after the last event, the patient experienced non-device related ¿mixed hemorrhoids.¿ that same day, the patient was hospitalized. Six days later, the patient was discharged from the hospital and was treated with lidocaine spray, gangtai ointment, compound eosinophil-lactobacillus tablets, si ma tang oral liquid, and diosmin tables, and gangtai suppository. The events are ongoing.